Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, while ventilating a (B)(6) neonatal patient, the system was suspected to have malfunctioned and the patient died. Preliminary testing by ge healthcare field engineer found the device passed testing with no faults observed.

Manufacturer narrative:
Ge healthcare product engineering completed an investigation of this event. Per the device logs, the user continued to use the ventilator despite the system checkout failing parts of the checkout, which caused the machine to continually alarm with patient connection leak, apnea, and low minute volume alarms. Testing of the unit by ge healthcare service personnel could not duplicate the reported issue and there is no indication of machine failure. Per the investigation, the root cause of the reported issue is undetermined. The reported issue was likely due to an unidentified leak that was found during checkout by the user.